Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer representative reported via the patient that in the operating room during a lead revision surgery the coverage was ¿better than before¿ however, when they were being reprogrammed in recovery they only felt stimulation on the right side. They were scheduled for additional programming and a post-operation check on (B)(6) 2015. The indications for use were for post-lumbar laminectomy syndrome and spinal pain. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative (rep) reported the impedance measurements were all within normal limits. The rep used targetstim trying to find any area on either lead that would capture the left side. Once the patient had her staples removed, the rep programmed hd settings to try and capture coverage of the left side, but was unsuccessful. The patient plans on having a surgical lead placed and was waiting for the referral process to be completed. The cause of the lack of therapeutic effect was not determined. The patient had great coverage in the operating room, however the rep tried to program her in recovery, she felt right sided stimulation only. If additional information becomes available, a follow-up report will be submitted.